Manufacturer narrative:
Concomitant medical product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg/ml (625.9 mcg/day) intrathecal therapy via an implanted pump. The baclofen lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history, concomitant medications, and actions/interventions taken were unknown. Over the weekend, the patient developed vomiting, diarrhea, fever and increased spasticity. The patient came to the office today and the hcp heard the pump alarming but the patient could not hear the critical alarm occurring. When the hcp interrogated the pump, she noted the logs showed a reset, low battery reset, and safe state logs that occurred on (B)(6) 2015 at 2106. Minimum rate mode programming and pump replacement was discussed. The patient would be sent to the hospital. On (B)(6) 2015, the implant physician called regarding the patient's pump and indicated the pump was still infusing, and the patient was stable. The hcp would review options with the patient's family. If additional information is received, a follow up report will be sent.

Event description:
Additional information was received from a consumer on (B)(6) 2017. It was reported that there was nothing on record stating the patient had an emergency pump change in 2015. It was indicated that the patient was ¿changed out¿ in (B)(6) 2015 but the consumer did not recall the exact date. It was noted that the patient¿s managing physician at the time was gone and that the new physician would not now anything about this event. Another person was recommended to contact for information regarding the event. An updated card was requested. It was indicated that unknown baclofen had been in the pump. No further complications were reported.

Event description:
Additional information was received from a pharmaceutical company and a healthcare provider (hcp). It was reported that the patient¿s medical history included a latex allergy (hives), a natural rubber allergy (hives), an adhesive allergy (hives), an allergy to band-aid plus antibiotic (bacitracin zinc-polymyxin b; severe rash), schizencephaly, tracheomalacia, gerd (gastroesophageal reflux disease), spastic quadriplegic gmfcs (gross motor function classification system) level v, contracture of muscle lower extremity, valgus deformity of foot, localization-related (focal) (partial) epilepsy and epileptic syndromes with complex partial seizures with intractable epilepsy, stridor, osa (obstructive sleep apnea), sialorrhea, botox (onabotulinumtoxina) injections, an adenoidectomy and influenza immunizations ((B)(6) 2009 and (B)(6) 2010). Concomitant products may have included: albuterol 1.25mg/3ml neb solution, budesonide 0.5mg/2ml neb solution, diazepam 5mg/5ml solution, gabapentin 250mg/5ml solution, glycopyrrolate 1 mg tablet, levetiracetam 100mg/ml solution, lidocaine-prilocaine 2.5-2.5% cream and oxycodone 5mg/5 ml solution (dates of therapy, routes, doses and frequency of use were not reported). On (B)(6) 2011, the patient started treatment with lioresal 500 ¿g/ml with a gradual dose increase (dates and doses not specified), per simple continuous infusion, intrathecally via an implantable pump. On an unreported date the product was changed to lioresal 2000 ¿g/ml. It was clarified that on (B)(6) 2015, the patient was admitted to the hospital for baclofen pump failure, increased spasticity and increased tone. At the time, the patient¿s dose was 676 ¿g/day. When the pump failed, it reset to minimal rate. On (B)(6) 2015, the patient was placed on oral baclofen (dose and frequency of use were not reported) which resolved the symptoms and had a "non-emergent pump replacement." On (B)(6) 2015, the patient was discharged "at baseline." It was noted that the patient¿s weight at the time of the event was (B)(6). When asked about the status of the affected pump and whether or not it would be returned for analysis, the hcp responded with ¿goes from operating room to hospital and return to [device manufacturer].¿ the cause of the low battery reset was not determined, and there were no contributing factors.